Event description:
Received notice of litigation alleging pt consented to "cystocele, rectocele & perineal repair; vault prolapse, suprapubic tube, cystoscopy and labioplasty" and that a "substantially different procedure was performed without plaintiff's consent and without any explantation provided to the plaintiff in advance." Complaint alleges the procedure involved the use of implants and other devices, as well as incisions and that general anesthesia was used when plaintiff was advised a local anesthetic could be used. Complaint alleges sales rep, was present without pt's knowledge or consent complaint alleges emotional distress and possible future medical treatment necessary.